Manufacturer narrative:
Calibration signals were acceptable for the last calibration performed on (B)(6) 2019. Quality controls were within acceptable ranges. Upon review of the alarm trace, no relevant alarms were observed during the time of the event. The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with the elecsys troponin t hs stat assay on a cobas 6000 e 601 module. No incorrect results were reported outside of the laboratory. The sample initially resulted with a troponin t value of 13.70 pg/ml. The sample was then repeated twice, each time resulting with values of < 3.0 pg/ml accompanied by a data flag. A value of < 3.0 pg/ml was reported outside of the laboratory to the patient and physician. The troponin t reagent lot number was 38153901, with an expiration date of 31-may-2020.